Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# va0723a, implanted: (B)(6) 2013, product type lead; product ID 3387s-40, lot# va05qgb, implanted: (B)(6) 2013, product type lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 8840, serial# unknown, product type programmer, physician; product ID 3387s-40, lot# va0723a, implanted: (B)(6) 2013, product type lead; product ID 3387s-40, lot# va05qgb, implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0723a, implanted: (B)(6) 2013, product type: lead. Product ID 3387s-40, lot# va05qgb, implanted: (B)(6) 2013, product type: lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID 8840, product type: programmer, physician. Product ID 3387s-40, lot# va0723a, implanted: (B)(6) 2013, product type: lead. Product ID 3387s-40, lot# va05qgb, implanted: (B)(6) 2013, product type: lead.

Event description:
Additional information received reported no programming was needed as the impedances were fine and the patient was receiving therapy. A replacement would be scheduled but the date was unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0723a, implanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40, lot# va05qgb, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 8840, serial# unknown, product type: programmer, physician.

Event description:
It was later reported the impedance on contacts 10/11 was ok on (B)(6) 2014, 1690 ohms. Patient had not had a fall or trauma. It was noted that the implantable neurostimulator (ins) would be replaced.

Event description:
Additional information received reported that the patient had her implantable neurostimulator (ins) replaced. There was still an intermittent short circuit that was easily programmed around, so it would not be an issue. The patient was receiving therapy and doing well.

Event description:
It was reported that the patient was at end of service (eos). It was noted that the primary cell device depleted in about 6 months. The battery voltage was 2.91 volts. It was noted that the eos message was not noted until the date of this report when the device was interrogated with the clinician programmer. It was further noted that during the initial interrogation an out of regulation (oor) message was also seen. The oor was bypassed to investigate impedances. At the default electrode settings test the left side was c0 2036 and c3 2025, out of range. The right side out of range contacts were c-8 2543, c-9 3568, 8-9 6543, 8-10 4272, 8-11 4223, 9-10 5996, 9-11 5946, 10-11 237 ohms. Group impedances were left side 1693 ohms and right side low impedance high current. Additional information received reported right lead impedances showed a short circuit, 237 ohms and right therapy impedance low ohms and high current drain. Malfunctions seen or cause of issue determined was short circuit right lead. Patient was going to wait and return to the original implant center to evaluate options for intervention. The battery was at eos and off. The patient was taking beta blockers to help improve essential tremor. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the cause of the event was unknown. It was stated the patient's ins was interrogated on (B)(6) 2014 and there were no abnormal impedance measurements. It was stated there was premature battery depletion. It was noted replacement ins surgery was scheduled for (B)(6) 2014. It was stated an x-ray was performed on the day of interrogation which revealed no abnormalities. It was stated the patient's tremors had returned to baseline with the ins off. It was noted there was no injury to the patient and they did not require hospitalization.